Event description:
Boston scientific received information that during a routine device change out procedure, the right ventricular (rv) set screw was stuck and the lead was unable to be removed from the header. The patient with this device system was pacemaker dependent and the physician elected to wait until an epicardial lead could be placed for back up pacing, then the lead would be removed with a bone cutter. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Event description:
Additional information was received that a revision procedure was performed. The physician used a bone saw to remove the rv lead from the device header. The rv lead was successfully removed and re-used. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted the head was separated from the device case, with all seal plugs missing. Additionally, all set screws were stuck up against the retainer rings, with a piece of wrench stuck in the rv- set screw hex slot. Further inspection confirmed no evidence of lead bonding in the lead barrels. A torque watch was used to loosen the set screws. The rv+ set screw loosened with 30 inch ounces of torque. The ra+ set screw loosened with 24 inch ounces of torque. The ra- set screw loosened with 28 inch ounces of torque. No further analysis was performed.